Event description:
During implant, the insulation pulled back from the lead body when it was removed from the stylet. There was no resistance when the stylet was removed since it was a pns (peripheral nerve stimulation) placement. The physician was an experienced implanter with this lead and he stated at the time that he believed the lead was defective. The lead was replaced with another one with the same lot number. There was no injury to the patient.

Manufacturer narrative:
(B) (4).